Event description:
It was reported that the patient's device was "moving" inside the pocket and caused her pain. The device would "sometimes stick out or poke out." The patient also stated, she had difficulty sitting or lying and that she had to "adjust" it as well. It was also reported that the device pocket was "oozing a lot" and she was on a preventative antibiotic. Information received on (B)(6) 2012 reported that the cause of the event was that the patient developed a serious wound collection. The patient's wound did not heal, so the device and lead were explanted. No hospitalization was required and the outcome was a non-serious injury illness.

Manufacturer narrative:
Product ID, 3889-28 lot# va012zrc, implanted: 2012 (B)(6), product type lead. (B)(4).